Event description:
During installation of the laguna pedicle screw system, the surgeon used a non-torque limiting hex driver handle to perform final tightening of the locking nuts. The tip of the hex driver sheared off and was left embedded in the locking nut in the patient. No other complications or adverse events were reported.

Manufacturer narrative:
Company's investigation concluded that the hex driver broke as a result of the application of torque exceeding the design limit of the driver. The torque limiting driver handle recommended to perform final tightening limits the torque force applied to the locking nut to 10.16nm +/- 10%. In this case, a non-torque limiting handle was used. The application of a force larger than approximately 16 - 17nm can result in the deformation/breakage of the tip of the hex driver.